Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify device deficiency anomaly due to buttons not responding. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose was 260 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed for the sensor glucose versus blood glucose. The insulin delivery was not suspended due to sensor glucose values. The sensor was bent. The insulin pump will not be returned for analysis.